Event description:
Patient reports having issues with curlin pump, on welcome screen flashing run button, pump is not infusing medicine. Then he turned off pump restarted, same thing. After replacing battery it gave error code 178. Tried again turning off and back on and also changed tubing but when pressing run to start it¿s not starting infusion, priming goes through ok but not running. Moog medical support, assisted conferenced in with pt went through trouble shooting but did not able to work. Pump is due for maintenance on june 25th. (B)(6) (moog medical support) suggested to have pump replaced. Patient states needs medication too as medicine wasted due to not able to start infusion. Serial number unknown, it wasn't specified if patient missed doses. No adverse events reported. Available for investigation upon return. Indication: other common variable immunodeficiencies.